Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient in regards to the external equipment. The patient was difficult to understand , but pss gathered that the patient is getting poor coupling when charging. The caller mentioned " it looses the charge very quickly " but the caller was not able to clarify. Pss had the caller start a charging session , and the caller reported to seeing the coupling boxes fluctuate.

Manufacturer narrative:
Continuation of d10: product ID: 37761, serial#: unknown, product type: recharger. Product ID: 37791, serial#: unknown, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient that the patient was pressing the green start charge button and hearing 3 tones from the charger but was having difficulty describing the icons on the screen. Ps determined the patient was not holding the antenna over the ins. Once patient placed the antenna over the ins he started a normal ins charging session with 6 coupling boxes. The recharger was working normally at this time.